Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with pain at the pocket site. The examination found device movable towards armpit area and causing discomfort to the patient. A pocket modification was performed without any complications to resolve the issue. The physician elected to upgrade the device as it was near eri. The device was functioning appropriately. The patient was stable before, during and after the procedure.